Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer reported the insulin pump was dropped into the pool. Customer's blood glucose was unknown. The customer reported the buttons were unresponsive on the insulin pump. Troubleshooting was not completed because the buttons were not functional on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer declined to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with moisture damage on the lcd board and found corroded keypad traces however; all of the buttons are functioning properly. The insulin pump has cracked battery tube thread, cracked reservoir tube lip, cracked case near the display window corners and cracked on the display window noted.